Event description:
It was reported that a patient underwent implant of the intraoccular lens on (B)(6), 2012 and explant of the lens seven (7) days later due to undesired results. No patient injury or complications were reported. No further information was provided.

Manufacturer narrative:
(B)(4): the intraoccular lens was destroyed at the surgical center after explant and was not returned to the manufacturer for evaluation. The intraoccular lens manufacturing records were reviewed and revealed that the lens passed all inspections and reviews prior to release to market.should new information become available that changes the facts and/or conclusion of this report, a supplemental report will be submitted. (B)(4): placeholder.